Event description:
The stent was successfully placed across the stenotic lesion in the left middle cerebral artery (mca) m1 segment. There were no post procedural complications and the following day the patient was discharged home without any neurological deficits. Four days post procedure, the patient presented with a severe headache. Imaging revealed a mild left temporal subarachnoid hemorrhage (sah) extending along the sylvian fissure. The patient was admitted to the hospital for observation. Two days later the imaging showed the sah had decreased and the stent appeared to be patent. The patient was discharged home. However, the next day the patient was readmitted with continued complaint of headache. Imaging demonstrated "expected evolution of a small amount of sah in the left sylvian fissure" with no new acute changes. The patient was given benadryl and compazine (dose unknown) along with magnesium and depacon for headache prevention. The patient's condition improved and two days later she was discharged home in a stable condition.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The stent was successfully placed across the stenotic lesion in the left middle cerebral artery (mca) m1 segment. There were no post procedural complications and the following day the patient was discharged home without any neurological deficits. Four days post procedure, the patient presented with a severe headache. Imaging revealed a mild left temporal subarachnoid hemorrhage (sah) extending along the sylvian fissure. The patient was admitted to the hospital for observation. Two days later the imaging showed the sah had decreased and the stent appeared to be patent. The patient was discharged home. However, the next day the patient was readmitted with continued complaint of headache. Imaging demonstrated "expected evolution of a small amount of sah in the left sylvian fissure" with no new acute changes. The patient was given benadryl and compazine (dose unknown) along with magnesium and depacon for headache prevention. The patient's condition improved and two days later she was discharged home in a stable condition.